Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump scrolled through the menu very fast during a bolus attempt. The customer had to remove the battery to make the scrolling stop. The call dropped before the customer was able to provide further information. No products were returned or replaced.